Event description:
The customer reported an issue with incorrect pump time, which was greater than a five-minute discrepancy between displayed and actual time. There was no adverse impact to the customer¿s blood glucose level as readings did not fall outside normal ranges. Technical support assisted the customer in updating the pump time and device settings, advising them to monitor for any future discrepancies and follow up if necessary.